Event description:
The customer reported no image and black screen. No pt or injury reported.

Manufacturer narrative:
The ge service rep checked ccd camera, ps1, ps2 and ii power supply. Verified no output on image intensifier. They ordered image intensifier and will replace.